Event description:
During treatment, we experienced a collimator fault. We entered home screen for the linear accelerator and reinitialized the mlc's. When we returned to the treatment screen, it did not display what was treated. The plan was sent back to mosaiq emr and no dose or treatment parameters were recorded. Physics notified. Patient was removed from the treatment room. Physicist was able to review the log file on the linear accelerator and retrieve the data. Physicist manually entered the treatment data. Patient was able to complete the remainder of his treatment. Varian notified.